Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had emergency medical services dispatch and was admitted to the hospital on (B)(6) 2019 with the blood glucose of 799 mg/dl. The ustomer experienced the symptoms related to the high blood glucose such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with the insulin shots, manual injection. The customer was offered with troubleshooting but they declined and they wants a new insulin pump, the customer stated the he will not use the insulin pump again. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).